Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the safety mechanism of a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter failed to function properly during use resulting in an exposed needle and a contaminated needle stick injury. It is unknown if any medical interventions were provided.